Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump battery depleted quickly and pump shut off. Low power alerts/alarm were received prior to pump shutting down. Customer's blood glucose was within range (value not provided). Customer charged pump battery and resumed pump therapy.